Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis and death occurred. The de novo target lesion was located in the left anterior descending artery. The 2.5 x 20 mm synergy stent was implanted and considered to be well positioned and well apposed. There was no vessel dissection or perforation. Soon after implantation, there was no flow in the stented artery and the patient died on the table.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis and death occurred. The de novo target lesion was located in the left anterior descending artery. The 2.5 x 20 mm synergy stent was implanted and considered to be well positioned and well apposed. There was no vessel dissection or perforation. Soon after implantation there was no flow in the stented artery and the patient died on the table. It was further reported 80-90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The patient experienced chest pain which led to the discovery of the thrombosis. The patient was under physician observation for the thrombosis. Soon after implantation there was no flow in the stented artery and the patient died on the table.